Event description:
It was reported to medtronic minimed that the customer was hospitalized for hyperglycemia. The high blood glucose value 466 mg/dl. The event involved mmt-1884, mmt-242a, mmt-332a, unknown sensor. Troubleshooting was performed; the customer had been using the insulin pump system with auto mode/smartguard active within 48 hours prior and was treated in the hospital with an IV insulin drip and an insulin pump. Symptoms included feeling sick/unwell. Ketone testing was performed, but results are unknown. The customer successfully uploaded pump data to carelink on november 23, 2025, and declined further troubleshooting. No further patient complications were reported. Mmt-1884, mmt-242a, mmt-332a, and an unknown sensor were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.